Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Pt had charcot's foot and had fusion with the stabilis system put in the right foot at the end of 2012. The pt was having trouble healing (there was poor bone quality), and he was walking on the foot. Ttc hardware removal, nonunion repair and a morphogenic bone graft. Two broken screws were noted. In the case the hardware was removed, the talus was removed and cadaveric bone was put int "heits" place. After this a biomet phoenix nails was used (I think size 11).